Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display blanked out. The perfusionist used the roller pump as is for the remainder of the case since the central control monitor (ccm) displayed the roller pump values. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found the display to be functional upon arrival. The fsr replaced the roller pump display assembly and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump small display assembly to lab use only (luo) testing equipment. The pump was left running overnight and the display remained on with no signs of disruption. It was determined that the display and membrane panel worked as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.